Manufacturer narrative:
The technician found the shoulder bolt missing from the release latch. The technician replaced the should bolt to repair the stretcher.

Event description:
The account maintenance alleged, the siderail cannot latch into up position.